Event description:
It was reported to philips that the system was unable to perform fluoroscopy. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was in clinical use when the issue was identified. The procedure was delayed due to necessary reboots, and the procedure completion status was unknown. Philips field service engineer (fse) visited onsite and confirmed the reported problem. After reviewing the log, fse found showed a kv asymmetrical error with the anode converter. To resolve the problem, fse replaced the kvma module in the velara generator and the 8e velara converter and return the parts for further analysis and the suspected failed component of the converter 8e velara. After the replacement of the kvma module in the velara generator and the 8e velara converter, the system was confirmed to be operating normally. The codes were updated based on the investigation outcome.